Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal of the left anterior descending (lad) artery extending to the distal left circumflex (lcx). Ablation with 15000 maximum debulking speed was performed using a 1.5mm rota burr. A stent was deployed in the second diagonal of the lad to distal lcx. A 2.50mmx12mm emerge balloon catheter was advanced to dilate the stent strut to the obtuse marginal branch; however the device got stuck inside the stent and could not cross the lesion. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of and emerge balloon catheter device and a stopcock. The balloon was loosely folded. Microscopic and tactile inspection of the distal shaft/hypotube found no irregularities or defects. Microscopic inspection of the distal tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck in stent occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified second diagonal of the left anterior descending (lad) artery extending to the distal left circumflex (lcx). Ablation with 15000 maximum debulking speed was performed using a 1.5mm rota burr. A stent was deployed in the second diagonal of the lad to distal lcx. A 2.50mmx12mm emerge¿ balloon catheter was advanced to dilate the stent strut to the obtuse marginal branch; however, the device got stuck inside the stent and could not cross the lesion. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.